Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
It was reported that during a pacemaker change out procedure, the patient appeared to go asystolic after activation of a dissection blade (the pacemaker appeared to stop pacing). The physician stated that the pacemaker had shorted. The pacemaker was quickly explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.